Event description:
It was reported that this patient with this right ventricular (rv) lead experienced chest pain and palpitations, this rv capture could not be verified. A decrease in the intrinsic ventricular signal was noted which led to some ventricular signals being blanked and causing ventricular pacing to be delivered when not required. The physician discussed potential reprogramming and further discussion with the cardiologist. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this right ventricular (rv) lead experienced chest pain and palpitations, this rv capture could not be verified. A decrease in the intrinsic ventricular signal was noted which led to some ventricular signals being blanked and causing ventricular pacing to be delivered when not required. The physician discussed potential reprogramming and further discussion with the cardiologist. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was dislodged. It was also noted that the patient had experience infection. This rv lead was explanted, and the patient was placed on antibiotics. A week later a new pacemaker system was successfully implanted. No additional adverse patient effects were reported.